Manufacturer narrative:
Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: no. Device history reviewed: yes. Lot trace obtained: no. Complaints database searched: yes. Product checked: yes. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases did not identify any anomalies. It should be noted that no device was returned. Photos of the device were received and confirmed the implant fracture as reported. DHR review result: four pieces were scrapped and split from the order at phase 10, no anomalies or deviations were found. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot : four pieces were scrapped and split from the order at phase 10, no anomalies or deviations were found. Device history batch : null. Device history review : null. (Device code, method codes, result code and conclusion codes).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner deformed. It was reported that during the operation of artificial hip replacement, when insert the implant, noted the outer-edge was deformed as the photos show. Removed the cup and liner, used another one size bigger implants to complete the surgery. The surgery delayed about 30 minutes. The patient is stable and in hospital now.